Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis: the pump was returned and evaluated by product analysis on 08/19/2014 with the following findings: the keypad was found to be torn. Evaluation revealed the contrast keypad buttons were intermittently responsive and the down and up buttons were over-responsive. The down and ok buttons were inverted. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. A battery compartment crack was discovered. There was no moisture on the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad was damaged and the ok and down keypad buttons were under-responsive. It was reported the damage occurred prior to the response issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.